Event description:
Hypotension upon administration of heparin during photopheresis; transient. Dose or amount: #1 and #2 - 10,000 usp units, frequency: #1 and #2 - 1, route: #1 and #2 - IV. Dates of use: #1 in 2008, #2. The next day in 2008. Photopheresis, #2. Anticoagulation for extracorporeal photopheresis. Event abated after use stopped or dose reduced? #1. Yes, #2. Yes. Event reappeared after reintroduction? #1. Yes, #2. No.